Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient reported with painful and unstable revision knee construct (tc3 fb with cemented stem). Radiograph showed apparent broken tibial stem extension at the stem/tray interface. Revised fb tray and 13x90 cemented stem to a 25mm rp build-up tibial tray and 13x90 cemented stem with a 10mm tc3 rp poly resulting in a stable construct. Patient experienced post-op device malfunction. Tibial stem extension sheared off at the stem extension tibial tray interface,

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Review of the provided x-ray could not confirm the reported fracture, but further review of the received photographs can confirm implant fracture. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.